Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the prime history shows evidence of large prime volumes. No battery cap/cartridge caps were returned; test battery/cartridge caps were used to complete the investigation. During the load step, the piston pushed ¼ of tank before its stops; the pump is unable to hold prime. Investigators were unable to adequately investigate ¿large prime volume¿ complaint due the load step malfunction failure. The force sensor calibration reading is below specifications. The pump was opened and disassembled, contamination was found to the force sensor shim plate. The force sensor resistance reading is above specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration was out of specifications. This report is made based on results of investigation completed on 08/05/2015.